Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Event description:
According to initial reports, "severe anaphylaxis needing large doses of adrenaline. Allergy testing has proven bioglue is the cause". No product identifying information provided. This event is relegated to bioglue unknown configuration.

Manufacturer narrative:
According to initial reports, "severe analphylaxis [sic] needing large doses of adrenaline. Allergy testing has proven bioglue is the cause". No product identifying information provided. Multiple attempts for additional information have gone unmet. If information is provided in the future, a supplemental report will be issued. A review of manufacturing records could not be performed as a definitive lot number and date of surgery were not provided by the complainant. A review of the available information was performed. According to initial reports, "severe anaphylaxis needing large doses of adrenaline. Allergy testing has proven bioglue is the cause" no product identifying information provided. Based on the information provided, insufficient evidence is provided to determine what caused the anaphylactic reaction. The following information was not provided and is unknown: the condition of the native tissue, any co-morbidities the patient may have had, or if the patient had a known sensitivity to bioglue. There are no surgical reports or medical records available. We have no way to evaluate if bioglue was applied per the IFU. However, a potential reaction to bioglue cannot be excluded. The reported clinical response of anaphylaxis is consistent with the allergen testing results. The following is provided in the applicable bioglue instructions for use: ¿bioglue is not for patients with known sensitivity to materials of bovine origin." Additionally, the following warning is provided within the IFU: "exercise caution with repeat exposure of bioglue in the same patient. Hypersensitivity reactions are possible upon exposure to bioglue. Sensitization has been observed in animals." The root cause of the observed event is unknown. However, a potential reaction to bioglue cannot be excluded. A review of IFU shows adequate precautions and warnings provided about the potential for allergic reaction. Per the warning in the IFU, repeat exposure to bioglue in a patient with a known allergy is not recommended. Based on the available information, a definitive root cause for this event cannot be determined. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.